Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller had a display malfunction. The controller was replaced from the stock. The patient tolerated the exchange well.

Manufacturer narrative:
It was reported that the controller's display was malfunctioning. A controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and initially passed functional testing. It was noted that the controller contained a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board. A controller with a fairchild mosfet may operate at a higher temperature, but still within the manufacturer's temperature operating range. Based on this observation, the controller was allowed to run for an extended period of time to determine if the heat generated by the mosfet may have contributed to the reported event. The results revealed that the display was visually dimmer, confirming the reported event. As a result, the most likely root cause of the reported event can be attributed to a fairchild mosfet that was operating at a higher temperature, causing the display to become dimmer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.